Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a damaged charged coupled device unit, the image had roughness, and the light guide lens had foreign objects. Based on the results of the investigation, it is likely that a damage in the charged coupled device unit caused the customer's allegation and the image roughness issue found during the device evaluation. The cause of the foreign objects in the light guide lens and the damaged charged coupled device unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had focus issues. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.